Manufacturer narrative:
This product has been returned for analysis. A supplemental report will be filed upon completion.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to product performance issue. This lead was replaced and never in service. No adverse patient effects were reported. Additional information was received that this rv lead was attempted due to difficulty fitting into the device header. This rv lead has been returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to product performance issue. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.